Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm during testing was noted. The pump was received with a missing segment/partial display due to moisture damage on the lcd board. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the esc button was not responding. Customer also reported that the display screen was hard to read and parts of display screen was fading out. Customer's blood glucose was 118 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.